Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt had experienced a loss of therapeutic effect. The pt had "a little soreness back there and device isn't working that great." In follow up reporting, it was noted that the pt had surgery and everything was removed.